Event description:
Information received from the field does not address the patient's clinical status but notes that a post implant check revealed loss of ventricular capture on the ECG with increased outputs. When the device was programmed to aai, ventricular capture was regained. X-ray revealed that the leads were in reverse positions within the connector of the pulse generator. The physician opened the pocket and connected the leads to their proper channels.